Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 01/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon had registered the patient and then stepped forward to navigate when their navigation system became unresponsive. A system re-boot restored normal function. No further details regarding the behavior were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.